Event description:
Md was unable to remove the filter wire after a 5x20 aviator balloon was used. Md noted there was an "exceptionally tight bend" just after deployment of the stent. Pt's vessels were tortuous. Per md, the filter wire repeatedly got "hung up" on one of the stent's struts. The filter was eventually dislodged and removed; however, there was a small dissection in the vessel. Cv surgery was consulted & the pt required additional surgical intervention. Post operatively, the pt developed left sided weakness and an MRI showed some acute infarct. Per cath lab staff, the product rep was present during the procedure and aware of the event.rep was present during the procedure.